Event description:
This is a (B)(4) study case report received from a investigator in united states on (B)(6) 2014 which refers to a female patient of unspecified age who was involved in a (B)(4) study, study number: (B)(4). Study description: use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness. Patient number: (B)(6). Center number: (B)(6). Investigator reported that patient stated that pelvic pain was intermittent for 3 months. But some time later that pain was daily and increased during menses. Investigator considered the severity of the event mild. On unspecified date, an tvu (transvaginal ultrasound) was done and no issues were found. Investigator discussed treatment options with the subject and was decided to have the devices removed. On (B)(6) 2014, the patient had a laparoscopic bilateral salpingectomy removal of essure coils. The patient recovered with treatment. Investigator considered the event possible related to essure micro-insert. Follow up information received on (B)(4) 2014 investigator: patient ID was confirmed as (B)(6). The date of notified adverse event was (B)(6) 2014. Prior the procedure patient used oral contraceptive pills. Essure insertion procedure was done in physician's office; intravenous sedation was used as anesthesia; subject did not receive an nsaid prior the procedure. Adequate visualization of both tubal ostia was achieved; for both sides it was used essure lot number 959220. Number of trailing coils was 4 on right side and 3 on left side. On (B)(6) 2012, a urine pregnancy test was performed and showed negative result. Investigator reported that after essure removal pelvic pain ended. Follow-up received on (B)(4) 2014. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint (request for confirmation of quality). The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events is a known possible undesirable event and not indicative of a quality deficit per se. 2 further ae case reports have been received to date in relation to batch no. 959220, but none of those cases refer to similar adverse event types of events. No complaint sample was provided for further technical investigation. The technical assessment concluded an unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed; study report refers to a female subject who was involved in an interventional company-sponsored study to evaluate the use of transvaginal ultrasound to confirm essure micro-insert placement in women (demonstration of effectiveness). Study number (B)(4). She had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event was considered serious due to medical significance, it is listed according to the investigator´s brochure and was regarded as an incident, since intervention was required (subject had a laparoscopic bilateral salpingectomy and removal of essure coils). In this particular case the subject developed pelvic pain and recovered after essure removal. Investigator considered this event possibly related to essure micro-insert; given the positive temporal relationship and dechallenge, the company agrees with this assessment. A product technical analysis (ptc) was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.